Event description:
During the evaluation of the complaint, olympus medical systems corp. (Omsc) found that the air/water nozzle of the subject device was clogged with white fibrous foreign material. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The foreign material came from the component of the cellulose based on a component analysis. Since the foreign material is fibers, it is possible that the foreign material is towel or gauze fibers. Omsc surmised that during reprocessing, towel or gauze fibers has entered the air/water channel from the air/water cylinder.